Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: the pump powered on to the verify screen in accordance with normal operation. There was a pump reboot observed in the black box history. The battery compartment was intact and had no damage. There was no evidence of moisture contamination found inside the battery compartment and the battery cap was able to be fully tightened. A power loss was not duplicated. All draw were within specifications. The pump showed no evidence of being warm to touch and no power loss was observed when the pump was exercised for 24 hours. There was no evidence of moisture inside the pump when the pump case was removed. There was also no evidence of intermittent contact in the battery terminal contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump powered off and then became very hot to the touch. There was no reported bodily injury due to the temperature issue. This complaint is being reported because the issue was not resolved at the time of the complaint.